Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on insufficient information, a thorough clinical assessment cannot be performed at this time to determine the clinical root cause of the reported events. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - clinical and impact code

Event description:
It was reported that after a right achilles tendon endoscopic debridement, excision of haglund¿s lesion and regeneten operation where tendon anchors were used, the patient had serious discharge over the wound, even after the wounds were healed and sto was done. A culture was taking from the wound and it was negative for any harmful pathogen. When the discharge was noticed, the patient was provided with oral augmentin, but the patient could not tolerate it and this let to vomiting. Therefore, the patient was administer 3 days of IV and 5 days of oral treatment. After 3 weeks the wound had dried up, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).